Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead model 3389-40 lot v725463 found no anomaly. The proximal end of the lead was ok. No setscrew marks were observed. The conductors were ok and the outer insulation was intact. The distal end of the lead was ok. Continuity was acceptable and there were no shorts between circuits. Normal impedances were observed when the impedances were tested in saline. Analysis of the stylet found no significant anomaly. The quad lead handle straight tip stylet had a bent wire.

Event description:
It was reported that, at implantation, the pt's lead showed high impedance readings on two contacts. There was difficulty connecting the twistlock screening cable to the lead, caused by the length of the lead at the top of the lead holder when connected to the fhc drive. It was noticed that the tip of the lead (i.e. Where the twistlock screening cable attaches) was bent. The lead was removed and replaced. There was no injury to the pt and the pt was noted to be "stable."